Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that blood glucose went low and customer collapsed and woke up in the hospital on august 28, 2019 with blood glucose of 22 mg/dl. Customer was treated with food and blood glucose got very high. Customer was able to treat, and blood glucose went down to 69 mg/dl. Customer alleges that insulin pump was over delivering insulin due to low blood glucose. Troubleshooting was performed and customer reported that insulin ¿flew¿ out of pump. Customer mentioned that insulin pump was worn during an MRI procedure. Insulin pump will be returned for failure analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08740 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The units remaining in the status screen matches the test reservoir volume. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. The low reservoir alarm functions properly during testing. No motor error alarm noted. The motor was tested outside of the unit and passed. Device was monitored for 1 day. No charge/battery anomaly or unexpected low battery alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.